Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1, a2, a3, a4, b4, b5, b7, d2, g1-2, g3, g7, h1, h2, h6, h10. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon further review this product is packaged with the baseplate. Therefore this medwatch will be voided and the event will be investigated under medwatch: 0001825034-2023-01518. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2023 -01518. Concomitant medical product: unknown glenosphere taper adaptor. Comp rvrs 25mm bsplt ha+adptr cat: 010000589 lot: 498070. Comp lk scr 3.5hex 4.75x35 st cat: 180554 lot: 820860. Comp rvs cntrl 6.5x40mm st/rst cat: 115398 lot: 920060. Comp lk scr 3.5hex 4.75x20 st cat: 180551 lot: 053580. Comp lk scr 3.5hex 4.75x20 st cat: 180551 lot: 65930432. Comp lk scr 3.5hex 4.75x35 st cat: 180554 lot: 100220. Comp rvsr shldr glnsp +3 36mm cat: 115313 lot: j7152564. Hmrl tray std +5 cat: 110031400 lot: 65754318. Hmrl bearing 36 mm std vite cat: 110031424 lot: 65761125. Comp rvrs shdr glen 28mm bsplt +ha cat: 115330 lot: 012970. Versa-dial/comp ti std taper cat: 118001 lot: j7332185. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the patient was revised due to glenosphere taper disassociated from the baseplate. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.